Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during cystoscopy. The subject device made a beeping sound and an error (symbol unknown) occurred and the emergency light came on (user described, it as flashing). The power was restored, by restarting the power supply. And the examination was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.